Event description:
It was reported that during a lap cholecystectomy procedure, the device made a crunching noise and the jaws did not close at the way. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.